Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 49 mg/dl and 70 mg/dl at the time of the call. Customer treated with soda. It was not noted if auto mode was active. Customer also stated that they were getting alert to change sensor and calibration not accepted. Customer also reported bleeding at sensor insertion site. Customer was advised to contact hcp regarding bleeding and sensor sites. The insulin pump/sensor will not be returned for analysis.